Event description:
The customer's wife reported that the customer was hospitalized for high blood glucose levels. On the night prior to the hospitalization, the customer experienced blood glucose levels above 500 mg/dl and he treated with a manual injection. The customer changed the infusion set two days prior to the hospitalization and was still wearing that infusion set at the time of the call. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. Advised to have the customer change the entire infusion set and call back to run the high pressure test when possible.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.